Event description:
The manufacturer was contaced in reference to a user of a dreamstation auto CPAP, aus device. The allegations are the device is emitting smoke and producing a burning smell. There was no evidence of damage to the power cord or supply and neither was their evidence of exposed wiring. There were no allegation of patient harm or serious injury. No medical intervention has been specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.